Manufacturer narrative:
Amo's clinical development manager (cdm) was dispatched to evaluate the system. Cdm gelled and adjusted the system to increase ease of flap lift. Surgeon was pleased with the change. Surgeon felt the difficult lifts could be the cause of the dlk. No dlk was found in a new group of treated patients.

Event description:
Customer reported 3 diffuse lamellar keratitis (dlk) cases. Patient had stage 1 dlk on the right eye and trace dlk on the left eye. Patient was prescribed with predforte. Uncorrected visual acuity was 20/20 on the right eye and 20/25 on the left eye. Follow-up information indicated that the patient had resolved.